Event description:
An occlusion alarm was reported by the caller, with the customer experiencing the issue at school. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl, due to the occlusion. The customer did not take any immediate action but planned to rely on the ciq system to reduce the level once insulin was resumed. The school nurse adjusted the pump's position and successfully cleared the alarm, allowing the customer to resume insulin treatment. If the occlusion recurs, the plan is for the customer to switch to manual injections until further assistance can be provided at home.